Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced leakage event with an infusion set. Patient reported that tubing did not come apart as there was no stress or pull on the infusion set tubing. The pump was dropped with set in place. No further information available.